Manufacturer narrative:
Device evaluation of battery sn (B)(4) is confirmed. The reported problem (battery won't power monitor) was confirmed. As received, the battery was unable to power on a monitor and charge. Upon evaluation, the battery's cells were leaking, causing the cells to not charge. The cause of the inability to power a monitor and charger was the leaking cells. The root cause of the leaking cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) would not power on a monitor.